Event description:
It was reported via phone call that customer were experiencing high blood glucose. Customer's blood glucose level was 550 mg/dl. Customer's current blood glucose level was 116 mg/dl. Customer blood glucose was raised after changing their infusion set. Trouble shooting was performed. Customer did not report symptoms of high blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of incident. Customer treated their blood glucose manually and changed their infusion set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.